Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test found no leaks or tears in the soft cannula.

Manufacturer narrative:
Correction for h6 adverse event problem coding: type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 500 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (leg), when removed the pod's cannula was found bent. As treatment, temp basal and correction boluses were given and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: time, bg(mg/dl), cho(g), bolus(u): 8:15pm 222 50 8.3, 8:31 pm 228 20 3.3, 9:44 pm 369 (pod deactivated), 9:50 pm (new pod was applied), 9:51 pm temp basal 20% increase, 9:51 pm 380 2.5, 11:11 pm 500 7.4 units temp basal 50% increase turned off the temp basal 1:23 am; 4:02 am 56, 5:57 am 315, 10:00 am 180.